Event description:
This 53 yr old female had insertion of a permanent pulse generator on 7/23/90, for profound sinus bradycardia with ventricular premature beats and bigeminy associated with symptoms of near-syncope wth episodes of profound fatigue. She has modest exit block on both the atrial and ventricular leads which persisted throughout her follow-up. She was followed at regular intervals with transtelephonic monitoring and in-office pacing system analysis. Trans-telephonic monitoring on 12/22/95, revealed pacing at 70 beats/minute, and a magnet rate of 80 beats/minute, which is the end of the service indicator of the pulse generator. On 12/28/95, under local anesthesia, this pulse generator was replaced because of impending battery depletion, with another pulse generator. The co's bipolar atrial and ventricular leads already in place were re-utilized.